Event description:
It was reported that the patient received inappropriate atp therapy due to noise. The noise could not be reproduced and no anomalies were seen on diagnostic imaging. A decrease in the pacing lead impedance was also noted. A successful dft was performed. The device was reprogrammed and the lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.